Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient was being treated for stenotic occlusive disease in the iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis. A contralateral approach from the access site in the right common femoral artery was taken using a pinnacle® destination® guiding sheath. The vbx device met resistance during multiple attempts to advance to the target treatment site cause unknown. It was noted the iliac artery was not pre dilatated. The device was attempted to be withdrawn through the sheath. During withdrawal the stent graft caught on the edge of the sheath partially deployed and completely separated from the catheter. The physician stated his suspected cause of the device separating was withdrawing it into the sheath. The stent graft reportedly was able to be deployed by advancing and inflating a balloon into the partially deployed device. The device was implanted in the common iliac artery. Another gore device was used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Added conclusion code d1102.